Event description:
It was reported that this pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.